Manufacturer narrative:
(B)(4). Report source: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the wrist tissue repair procedure, the plastic sleeve of the device was jammed. Another device was used to complete the procedure. No adverse event has been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record (DHR) found ncr was issued, however, through further analysis, it was determined that the non-conformance would not affect the form, fit, or function of the device. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.